Manufacturer narrative:
The astral device was returned to a third-party service center. The evaluation determined that there was no fault found with the returned device. The reported error could not be reproduced and no reported error history in the device log. The pneumatic block was replaced as a precaution. Resmed reference#: (B)(4).

Event description:
It was reported to resmed that an astral device displayed an error message (sf197) related to a stuck outlet flow sensor. There was no harm or serious injury reported as a result of this incident.